Event description:
On (B)(6) 2010, a company representative reported she is currently meeting with the patient's mother who stated that for about 1 year the patient has experienced a concern with air bubbles and leaky cartridges. The representative stated the cartridge plunger and o-rings were "sticky" when trying to lubricate the cartridge. She said there are currently no air bubbles in the cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge was replaced and requested to be returned for evaluation.